Manufacturer narrative:
The previous gi bleeding events referenced are reported under MFR report # 2916596-2015-02299 & 2916596-2015-02300. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient reported hemolysis markers and was admitted (B)(6) 2015 for evaluation. The patient's lactate dehydrogenase (ldh) improved with intravenous fluids and heparin drip. Coumadin was resumed with an international normalized ratio (inr) of approximately 2.0. On (B)(6) 2015, the patient was re-admitted for hemolysis. A ramp echo showed that the pump was not unloading the patient's left ventricle. The pump was exchanged on (B)(6) 2015 for suspected device thrombosis. It was reported that in the operating room the pump power was 5.4 w and estimated pump flows were 5.4 lpm. No abnormal pump parameters were reported. The patient was discharged on (B)(6) 2015 with an ldh of approximately 300 u/l, an inr of 2.0 and on an anticoagulation regimen of coumadin and aspirin. It was reported that the patient had a clinical history of multiple gastrointestinal bleeds over the past year and a recent diagnosis of stage 4 lung cancer. The patient's international normalized ratio (inr) had been running low 1.6-1.9 until (B)(6) 2015 when the patient's anticoagulation was stopped completely. It was reported that the patient had been off of aspirin since (B)(6) 2014.

Manufacturer narrative:
Evaluation revealed deposition in the outlet stator. Although a root cause for the observed deposition could not be conclusively determined through this evaluation, it was partially obstructing the blood flow path and could have contributed to the reported elevated ldh and thrombus symptoms. The outlet stator revealed red/white, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.